Event description:
It was reported that the physician planned on explanting the patient's medtronic paddle lead and implant a (B)(6) paddle lead. But during the procedure, physician saw that the medtronic paddle was "grown into/stuck to her dura" and did not feel it was safe to place a new paddle back in the space, so everything was explanted. The surgery was performed by dr. (B)(6) at (B)(6) hospital in (B)(6) australia. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).